Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and blood glucose readings. The customer was hospitalized for low blood glucose of 42 mg/dl on (B)(6) 2017. The customer was treated with IV insulin. The customer stated that they were working out prior to the hospital visit. The customer was also hospitalized for high reading of over 650 mg/dl. The customer had symptoms such as headache and nausea. The customer treated with the pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.